Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 12/jun/2024.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: a review of the device noted, one opening assessed, as an unidentified tear. The shell thickness was within specification. There was no blockage in the valve. Additional observations noted, a crease flat.

Event description:
Healthcare professional reported, right side deflation. The device has been explanted.